Event description:
The customer contacted beckman coulter inc (bec) to report a leak from the overflow hole on the wash buffer reservoir on the unicel dxc600i synchron access clinical system. The customer noted the leak after changing the bottle. The customer cleaned the spill during troubleshooting with bec customer technical support (cts), the customer discovered the leak occurred while loading a bottle of wash buffer ii on the instrument. The customer did not report an affect to patients or end users in association to this event.

Manufacturer narrative:
Cts informed the customer that when loading a new bottle of wash buffer ii on the instrument, it is possible to cause an overflow due to squeezing the bottle. Cts instructed the customer to check the reservoir for cracks and wash buffer ii bottle. The customer found no cracks in the reservoir and no issues with the wash buffer ii bottle. Service was not dispatched for this event since the customer is not questioning hardware. A clear root cause could not be determined for this event. (B)(4).